Event description:
It was reported that, "stem was revised for loosening stem had no ongrowth and x-rays showed suspicion to no bony ingrowth".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.